Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion sets were getting ruined and ran out of infusion sets. Customer's blood glucose was 400 mg/dl. During troubleshooting, it was found that serter was not used properly. Customer was educated.